Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted from 53% to 0% randomly. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot the reported issue.